Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced continuing elevated blood glucose (bg) and with an occasional large level of ketones that were considered as being dangerous by a healthcare provider. Bg correction was performed with either the pump or injections. Contact reviewed pump history with a healthcare provider and saw that intermittently the pump suspended insulin delivery for long periods of time without being prompted. Cause was not known. Although multiple requests were made by tandem technical support, the pump data had not been uploaded for review.